Manufacturer narrative:
The technician replaced the manual CPR valve to repair the bed.

Event description:
Information received indicates the manual CPR release is not working . The head section can be lowered using the siderail controls.